Event description:
It was reported that a malfunction occurred with the pump, displaying a malfunction code 24, and it could not be reset. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance in resuming insulin delivery and was advised to use a backup method if necessary. A replacement pump with updated software was sent to the customer, who was instructed on how to return the faulty pump to avoid charges. The customer was informed about setting up the new pump and connecting it to the cgm. Technical support reached out to the customer's guardians to coordinate further actions.